Manufacturer narrative:
This report is submitted on december 07, 2023.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023 in order to remove the abutment due to skin changes. Additional information has been requested but has not been made available as of the date of this report.